Manufacturer narrative:
H10. D10. Concomitant : (B)(6) - 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) - 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) - 200-02-32 - three peg patella 32mm. (B)(6) - 201-78-99 - 2pk, schanz pin 4mmx130mmx40mm thrd 10 0025 13 032 - a10007 - gps knee implant kit. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014 , and then experienced revision surgical procedure on (B)(6) 2023 approximately 9 years and 8 months after initial implant after observed "obvious bone loss," in the x-ray taken and a follow-up CT scan demonstrated large joint effusion and likely synovitis changes. . No images were provided. There is no other information available.

Manufacturer narrative:
The revision reported may have been the result of polyethylene wear, instability, and osteolysis as stated in the legal documentation. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs or photographs were not provided.